Event description:
Additional information was received. It was reported that the procedure being performed was a posterior lumbar fusion on levels l4-s1. The registration method was CT-fluoro and the metric of deviation was unknown.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were medially deviated trajectories on the right side. It was noted that the physician chose not to confirm wire placement by fluoroscopy. The right l4 screw was inserted and stimulated via neuro monitoring, but the response was below the desired threshold. The physician noted that the entry point of the screw was medial compared to the plan and subsequently removed the screw. The wires at l5 and s1 on the right side also stimulated below the desired threshold. No imaging confirmation was conducted. The physician proceeded to freehand the screws on the right side, abandoning the use of robotic trajectories. On the left side, the robotic trajectories aligned with the plan, and all screws were placed using the guidance system's workflow. It was noted that the physician did not use reduction tubes when inserting the wire, and there was skin pressure on the tools from the incision. The physician was informed about the I mportance of using reduction tubes as part of the workflow. There was no impact to patient's outcome.

Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.